Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek vantus meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 1.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.2 inr. The laboratory value was believed to be correct and the patient's coumadin dose was decreased based on this value being above the patient's therapeutic range. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr. The patient's coumadin dose was unchanged due to the laboratory value being within the patient's therapeutic range. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 4.7 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. The patient's coumadin dose was unchanged due to the laboratory value being close to the patient's therapeutic range. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed since last tested. The patient's medications and diet have not been changed since last tested. The patient has not had any new illnesses and did not have a special or unusual diet. The patient denies bleeding or bruising. The heater plate of the meter had not been cleaned recently. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.